Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that the insulin pump alarmed replace battery now. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the alarm occurred less than 10 hours from low battery alarm. This was the second occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.